Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation and the investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus two (2) patients had a large ureteral stenosis after using the subject device. Patient (B)(6) therapeutic procedure, a ureteroscopy with laser treatment, was approximately twenty-five minutes long. A non-olympus pump was used for infusion at 80 mmhg and a 200 flow rate. The physician does not recall the subject device settings used during the procedure. The patient did not have residual lithiasis and a stent was not implanted. The patient's stenosis completed closed the ureter which required treatment with a ureteral catheter for six hours. At a later date, the patient had a nephrectomy due to the ureter stenosis. There are a total of 4 reports for the events: patient identifier (B)(6) is for patient 1 and the soltive generator. Patient identifier (B)(6) is for patient 1 and the soltive fiber. Patient identifier (B)(6) is for patient 2 and the soltive generator. Patient identifier (B)(6) is for patient 2 and the soltive fiber. This report is for patient identifier (B)(6) is for patient 1 and the soltive generator.

Manufacturer narrative:
This supplemental report is being submitted to provide h4, manufacturing date.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation and the results of the device history records (DHR) review. New information was added to d8, h6, and h10. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause was not identified. Olympus has implemented software upgrades to reduce risk of injuries to sensitive anatomies for similar cases as mentioned in this complaint. Olympus will continue to monitor complaints for this product through regular trending activities.

Event description:
The customer reported to olympus two (2) patients had a large ureteral stenosis after using the subject device. Patient (B)(6) therapeutic procedure, a ureteroscopy with laser treatment, was approximately twenty-five minutes long. A non-olympus pump was used for infusion at 80 mmhg and a 200 flow rate. The physician does not recall the subject device settings used during the procedure. The patient did not have residual lithiasis and a stent was not implanted. The patient's stenosis completed closed the ureter which required treatment with a ureteral catheter for six hours. At a later date, the patient had a nephrectomy due to the ureter stenosis. There are a total of 4 reports for the events: patient identifier (B)(6) is for patient 1 and the soltive generator. Patient identifier (B)(6) is for patient 1 and the soltive fiber. Patient identifier (B)(6) is for patient 2 and the soltive generator. Patient identifier (B)(6) is for patient 2 and the soltive fiber. This report is for patient identifier (B)(6) is for patient 1 and the soltive generator.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation and the investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.